Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of air in line alarms, which were not reproduced during evaluation. Air in line alarms were confirmed through a review of the event history log. Evaluation found a crack on the upstream sensor flex tail pin, causing the symptom. The upstream sensor was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.